Manufacturer narrative:
D4: lot #: h23g27068 was reported as a suspect lot. H10: a batch review was conducted for suspect lot h23g27068 and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut on the drain line of five (5) ultra set capd disposable disconnect y-sets. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.